Event description:
The customer alleged that the packaging that contained the beaver edgeahead mvr knife (376630) was found to have an open seal prior to use. There was no patient involvement. (3 of 5).

Manufacturer narrative:
The UDI number, recall number and the following sections were updated : type of investigation, investigation findings, investigation conclusion. 3 of 5.